Event description:
The customer observed multiple error messages on the alinity c processing module and discrepant patient results were generated. The customer stated that five patients were impacted. Results for four patients were caught and not released from the lab, but results for one patient were released and required correction as documented below. Sid: (B)(6). Calcium: initial result 15.1 mg/dl, repeat result 8.7 mg/dl, normal range 8.8 - 10 mg/dl; chloride: initial result >150 mmol/l, repeat result 102 mmol/l, normal range 98 - 107 mmol/l; potassium: initial result 4.8 mmol/l, repeat result 3.9 mmol/l, normal range 3.5 - 5.0 mmol/l; sodium: initial result 159 mmol/l, repeat result 142 mmol/l, normal range 136 - 145 mmol/l; glucose: initial result 128 mg/dl, repeat result 115 mg/dl, 70 - 105 mg/dl; co2: initial result 27 meq/l, repeat result 29 meq/l, normal range 22 - 29 meq/l; creatinine: initial result 8.97 umol/l, repeat result 6.8 umol/l, normal range 0.7 - 1.3 umol/l; urea nitrogen: initial result 35 mmol/l, repeat result 35.7 mmol/l, normal range 8.4 - 25.7 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Service was onsite and responded to the customer reporting multiple error codes and discrepant results on the alinity c, serial # (B)(6). During troubleshooting, multiple parts were replaced in an attempt to resolve the issue. However, service observed anomalies in cuvette #157 and cleaned the part which resolved the issue. The module function was verified with a control/precision run. The service history of the (B)(6)verifies no subsequent issues have been reported related to discrepant results post service intervention. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.